Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 400 mg/dl, and she was treated with manual injections. The customer was experiencing nausea and vomiting. Troubleshooting was performed. The time, date, programming and settings were correct. Assisted the customer running the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.